Event description:
I had silicone breast implants placed bilaterally, under the muscle during a breast lift procedure in 2006. The following year in (B)(6) 2007, I was diagnosed with papillary multifocal thyroid cancer and had a total thyroidectomy. Also after the implants were placed, a host of symptoms arose; migraines, tinnitus, dry mouth, dizziness, joint and muscle pain, numbness in hands and feet, poor circulation, raynaud's disease, bruxism and severe teeth grinding. Also, chest heaviness, heart palpitations resulting in multiple visits to the ER without significant findings. Anxiety and persistent fatigue. Cancer thyroid. FDA safety report ID # (B)(4).